Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was known. Customer's blood glucose (bg) level was 459 mg/dl. High bg was addressed with a multiple daily injection. The customer went to the emergency room (ER) for 1 hour and received a correction injection. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.